Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that smoke emitted from the connection between the outlet and the uninterruptible power supply (ups) power cord. The customer provided pictures of the ups prong and the connection set up at the customer's site. The pictures demonstrated that the dimension exl with lm instrument's power cord was plugged into the main ups and the main ups and the regent management system (rms) was connected to the same electrical outlet. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the ups and plug and performed testing, which recovered acceptably. Siemens requires that the customer dedicates separate voltage lines (house power) for the rms and main instrument at the time of sale. Siemens further investigated the issue and determined that, at the time of the event, the customer was using the same faculty line voltage source for both the rms and the dimension exl with lm instrument. If both are sharing the same line voltage source, this would exceed the voltage and amperes required upon start-up and cause the instrument line cord plug to heat-up and deteriorate. Siemens reiterated the importance of having separate dedicated voltage sources for the rms and instrument to the customer. Siemens concluded that connecting the instrument and rms into the same electrical line voltage receptacle contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke was emitted from the connection between the outlet and the uninterruptible power supply (ups) power cord. Additionally, the dimension exl with lm instrument's main power cord was plugged into the main ups. A local maintenance personnel unplugged the power cord, powered down the instrument, and saw a burnt prong on the ups connector. There were no reports of flames, electrical shocks and no injuries. Furthermore, the customer had a backup instrument to process patient samples. Therefore, there was no impact to patient testing or care. There are no known reports of adverse health consequences due to the event.